Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The patient was externally paced. The pulse generator exhibited loss of ventricular capture. The device was reprogrammed to fixed output and auto capture was not recommended for this patient. The patient would be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.